Manufacturer narrative:
(B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event. Based on the available information, no conclusion can be made regarding the root cause; however, clinical factors, patient comorbidities, and pharmacological factors are known to potentially contribute to these types of events. The instructions for use (IFU) addresses guidelines for optimal patient management including therapeutic anticoagulation guidelines. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Nit was reported from the us a patient had 400ml of maroon colored foul-smelling liquid from ng-tube. Patient was on aspirin 81 mg po daily only. On (B)(6) 2016 the gi service ordered one unit of blood on and the ngt still draining dark red blood. The diagnosis by the gi service was "low grade upper gi bleeding with evidence of lingering gastric retention". On (B)(6) 2016 an endoscopy was done and 2 large old blood clots in the proximal stomach. "Multiple benign appearing oval-shaped gastric ulcers covered with adherent clots but no clear visible vessels" noted. Successful placement of a postpyloric nasojejunal feeding tube. Patient was started on proton pump inhibitor therapy. Patient received a second unit of blood on (B)(6) 2016. Asa discontinued on (B)(6) 2016. Coumadin resumed on (B)(6) 2016. The event resolved on (B)(6) 2016 and the patient is stable. The treatment team the event is related to patient condition. No additional information available at this time.